Manufacturer narrative:
Concomitant medical products: product ID: 9735773, serial/lot #:(B)(4) . Ubd: unknown, UDI#: unknown. A medtronic representative visited the site to evaluate the equipment. Hardware parts were replaced. The returned battery was tested (52.48v) with accompanying ups for a 24hr period. The ups did shut down during testing period due to battery overheating as programmed. The ups was then tested with a known good battery for an extended testing period and tested with no issues. The ups was then unplugged from main power and continued to run under the power of the known good battery for the set 11.5 minutes before shutting down as programmed. Codes b01, c02, and d02 are applicable. The returned ups was analyzed. No failures were \ided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding the navigation system. It was reported that during a functional endoscopic sinus surgery (fess) procedure there was a battery service error. The system shut down prior to the case. The site swapped to another outlet and the issue resolved. No impact on patient outcome. There was a delay less than one hour. It was reported that technical services (ts) had the manufacturer representative (rep) check the self test tool and it showed that while plugged in the battery was at 100%. When the rep unplugged it from the wall the system remained and the battery power did not deplete fully. Additional information was received. It was reported that the system was plugged into a known functional electrical outlet at the time of shut down. The site unplugged the system after the unexpected shut down and plugged in another piece of equipment to that same outlet and that piece of equipment received power.